Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a this patient was implanted with a dual chamber device as the patient had experienced bradycardia and tachycardia event two weeks post mitral valve replacement and epicardial atrial fibrillation ablation. Post-operative checks after the system was implanted indicated that the right atrial (ra) lead dislodged and no sensing or capture was noted as well as high pacing thresholds. This was confirmed by x-ray. The device was reprogrammed and an atrial lead revision is not being considered. No adverse patient effects were reported.